Event description:
The PICC was placed in 2007 and removed nineteen days later at the completion of therapy. The pt had no complaints while the line was in place, but a couple of weeks after it was removed, she began complaining of vague arm pain and hemotoma. She was briefly hospitalized later and complained of pain and a sharp poking sensation in her arm. A CT was done but nothing was found. In november, the guidewire protruded but did not break the skin; she went to her doctor and a 10cm piece of guidewire was removed. Pt returned to facility in 2008 and told the nurse about what happened, so they did another CT and discovered a 2.8cm piece remaining in the pt.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.